Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood glucose reminder became frozen on the pump screen and the customer was unable to clear it. Customer reset pump to resolve the issue prior to contacting tandem technical support. Customer's blood glucose level was 117 mg/dl.